Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Two twist drills disassembled during the same case. No remnants were left in the patient, but some of the pieces were discarded before rep could retrieve. Case ended successfully.